Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2010. On (B)(6) 2010 the device failed a weekly self test for a low battery. The device remained in fault mode until (B)(6) 2011. On (B)(6) 2011 there are multiple events on the same day which would indicate the device was switching itself on automatically. New pad-paks are inserted on (B)(6) 2012 but the multiple events continue. The problem with the device was attributed to the fault in the membrane. There is also evidence the device was not being adequately stored and exposed to extremely low temps. This exposure is known to have a detrimental effect on the battery and device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.